Manufacturer narrative:
An implantable cardioverter defibrillator was received for analysis for the reported event of premature battery depletion. Analysis of the device revealed it was at normal end of service through normal battery depletion. There were no other visual or electrical anomalies, including telemetry, pacing, sensing, and impedance. The reported event was unconfirmed.

Event description:
New information received notes that the implantable cardioverter defibrillator was explanted and replaced on (B)(6) 2019. The patient experienced no adverse consequences.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that a patient presented at a follow-up in clinic. Upon review, the implantable cardioverter defibrillator exhibited the elective replacement indicator alert. However, the physician alleged that the indicator was reached unexpectedly and the device exhibited premature battery depletion. The patient was hospitalized and an intervention has not been determined. The patient experienced no adverse consequences.